Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 2.5 months after the dental implant and a multi- unit abutment were placed in ada site 19 in the mouth, the implant did not integrate in type iii bone. Clinician noted the soft tissue grew in between the implant and bone. Perio disease, pain and mobility were present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2.5 months after the dental implant and a multi- unit abutment were placed in ada site 19 in the mouth, the implant did not integrate in type iii bone. Clinician noted the soft tissue grew in between the implant and bone. Perio disease, pain and mobility were present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.